Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device with serial number (B)(6) is a concomitant and this file has captured the correct suspect device with serial number (B)(6) as per investigation report. Omit: c20 - no findings available, d15 - cause not established. Additional information : concomitant med prod data, imdrf annex a,g,b,c and d codes and manufacturer narrative . A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the clinician intended to program a delay to the start of the infusion by 60 minutes. However, the infusion began without delay. There was patient involvement but no harm.

Event description:
It was reported that the clinician intended to program a delay to the start of the infusion by 60 minutes. However, the infusion began without delay. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.